Manufacturer narrative:
Device was returned due to being in backup mode. Device image indicated that reset error had occurred and caused the device to revert to backup mode. Product code was downloaded, and analysis was performed. Backup operation was reproduced at cold temperature and this is consistent with xena ic anomaly. Assessment of total projected longevity was performed, and device was found to have appropriate longevity remaining.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, the pacemaker to be implanted was found to be in back up mode. A different device was used to implant (B)(6) 2021. The patient was in stable condition.